Event description:
It was reported that on approximately (B)(6) 2020, the patient suffered a heart attack. Percutaneous coronary intervention (pci) was performed and unspecified abbott stents were implanted. The patient was discharged and physician follow up appointments were performed every six months. On approximately (B)(6) 2022, the patient suffered another heart attack. An unspecified intervention was performed, and the stents were noted to be dislodged and blocking unspecified arteries. The following day, another heart attack occurred and a defibrillator was implanted. Subsequently, four more heart attacks occurred between (B)(6) 2022 and (B)(6) 2023, leaving the heart with scar tissue and weakening the electrical conduction system. An unspecified intervention was performed and no further problems have occurred. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. D6a - implant date: the procedure date is estimated, as this is the approximate date provided by the patient. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventative actions (CAPA) and production records was not conducted as there is no record of abbott stents to have been implanted at the facility. The investigation was unable to determine any issue with the device as no patient effects or device malfunction/failure mode was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: b2 - outcomes attributed to ae: updated to n/a. B6 - relevant test/laboratory data: updated to na. B7 - other relevant history: updated to na. H6 - health effect - clinical code: codes 1969, and 2422 were removed and code 4582 was added. H6 - health effect - impact code: codes 4641 and 4607 were removed and code 2199 was added. H6 - medical device problem code: code 4003 was removed and code 3189 was added.

Event description:
Subsequent to the initially filed MDR report, additional information was received. On (B)(6) 2019, the patient underwent coronary intervention and a non-abbott stent was implanted. On (B)(6) 2022, a thrombectomy procedure was performed. No abbott stents were implanted. No additional information was provided.